Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ blunt filter needle, the seal of the needle was open in several needles. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: ten samples were returned in their original, unopened blisters. The ten samples were visually inspected. There were no open seals, or any seal issues observed therefore failure mode is not verified and root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 7361875: 39 visual inspections were performed on (B)(4) parts with zero defects noted. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that before use of the bd¿ blunt filter needle, the seal of the needle was open in several needles. No serious injury or medical intervention was reported.